Event description:
On (B)(6) 2013, the reporter claimed that the animas insulin pump has button issue and is not delivering insulin correctly. The reporter requested a follow-up since the patient¿s blood glucose has been ¿all over the place.¿ animas has made 3 attempts to contact the reporter back for more information but the reporter was not available. This complaint is being reported due to the alleged button and pump delivery issue. There is no evidence that the patient suffered a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.